Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (delivers pulse below lower limit) has been confirmed. Upon investigation the monitor delivered a low energy pulse during testing. The cause for the failed pulse test was isolated to contamination on the pins of defib board j1002aa. The root cause of the contamination of the pins of defib board j1002aa was an ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a monitor delivered a pulse below the lower limit during a pulse test.